Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. An investigation will be completed when the device is returned.

Event description:
It was reported that metal shavings came out of the end of the attachment. No metal flakes fell into the patient. There were no adverse consequences related to this event.